Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that the facility's risk management department will be evaluating the device prior to sending it in to zoll medical for further evaluation.